Manufacturer narrative:
Device is combination product.

Event description:
It was reported that death occurred. The patient was admitted with acute coronary syndrome. Coronary angiography revealed long segment, critical left anterior descending artery (lad) disease. Three promus premier drug eluting stents, 2.5 x 28 mm, 3.0 x 32 mm and a 3.5 x 28 mm, were implanted to treat the moderately calcified, eccentric target lesion. Following the procedure, the patient status was stable. Later that same day, six to seven hours later, the patient complained of acute onset severe chest pain. Coronary angiography revealed total thrombotic occlusion of the lad extending to the left main coronary artery (lmca). Thrombo suction was performed and two more promus premier stents, a 16 x 4.00 mm and a 16 x 3.50 mm, were implanted, one in the ostial lad and one in the lmca to left circumflex artery (lcx) and flow was restored. The patient was also treated medically. The next morning the patient developed cardiac arrest and could not be revived.